Event description:
Caller reported a minimum fill notification. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support advised caller to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth and remove the pump from its case. Caller successfully reloaded the cartridge, resolving the issue and resuming insulin delivery.